Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient ran a fever and developed a site infection/wound infection. The healthcare professional said the patient¿s family said the patient was messing with the implant area. The patient was seen in the hospital and the ins and lead were completely removed.